Event description:
Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as surgical impact opening (shell thickness within specification) additional observations: ¿ observed non penetrating nicks on the device. ¿ observed creases on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.